Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not confirm the reported event of a leak at the base of the inflow cannula. A specific cause for the reported event could not be conclusively determined through this evaluation. (B)(6) was returned assembled, in like-new condition, with the pump cable intact. The tunneling adapter was present over the pump cable inline connector. The sealed outflow graft and bend relief were not returned. The cuff lock was returned disengaged. The apical cuff was not returned. The inflow cannula felt tightly secured and could not be unscrewed by hand. Additionally, the pump cover felt secure, and the screw ring could not be moved by hand. There were no obvious gaps or damage observed at the base of the inflow cannula. A test thread protector was secured to the pump outflow, and the pump was filled with saline. No evidence of a leak or change in liquid level was observed. The pump was re-filled with saline and a pressure gage used to verify the absence of a leak while the pump was pressurized. No leakage was observed at the base of the inflow cannula during pump pressurization. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed no notable events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 5, "surgical procedures", provides instructions for preparing, running, and priming the pump. This section provides instruction on filling the pump with sterile saline prior to implant: "with the inflow cannula facing upward, fill the pump with sterile saline through the inflow cannula until it flows out of the cap. Close the luer-lok cap....gently tap the side of the pump and observe air bubbles rising to the surface." Furthermore, section 5 states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a - no patient was involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that after priming and removing the pump from the saline bath then backfilling, a saline leak was noticed at the base of the inflow cannula. The pump was then refilled and the saline leak was recreated. The backup pump was pulled from the shelf and primed with no issue.